Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, on the first step, the device had reload misfire. There was an incomplete staple formation. Surgeon used another device to complete the case. There was no patient injury.